Event description:
Overdelivery reported. In the emergency department, a nurse initially attempted to set the pump to deliver at 998ml/hr via primary with concurrent delivery at 1ml/hr via secondary. The primary solution was a normal saline bolus, and the secondary solution was an unspecified solution of regular insulin to be run at 1ml/hr. The pump did not allow the desired programming because the upper limit for concurrent flow is 700ml/hr. The nurse reportedly asked another nurse to troubleshoot why the pump would not allow her to set it (she was not aware of the concurrent limit) while she left the room to obtain another device. The pump was reportedly set at 699ml/hr primary. 1ml/hr secondary by the second nurse. When the first nurse returned to the pt room after "3 minutes" she noted that 50ml of the insulin solution had delivered. The pt's blood glucose "dropped several hundred points as a result of the infusion" but no medical intervention was required. Specific lab results were not available. The pt had no signs of any adverse effects. She was admitted to the ICU per routine for her admission diagnosis. No adverse sequelae were reported.